Event description:
It was reported to boston scientific that a capio slim was used during a sacrospinous fixation procedure performed on (B)(6) 2023, for the treatment of vaginal prolapse. During the procedure, the cage failed to catch the dart. Another capio slim device was used to complete the procedure. There were no patient complications reported as a result of this event. This event has been deemed reportable based on the investigation finding that the carrier failed to retract. Please see block h10 for full investigation details.

Manufacturer narrative:
Block h10: upon receipt at our quality assurance laboratory, this capio device underwent a thorough analysis. During visual and microscopic inspection of the device, it was observed that the carrier was misaligned. Functional inspection was performed, during which it was noted that the cage was unable to catch the dart after deploying the device. Additionally, it was seen that the carrier would not fully retract. Based on the information available and analysis results, the reported allegations of the cage not catching the needle, carrier misaligned, and carrier failure to retract were confirmed through product analysis. These experiences could have been related to handling and manipulation of the device during procedure. It is possible that the carries misalignment could have caused the cage not catching the suture. An overall conclusion code of cause not established was assigned to this investigation.